Event description:
It was alleged that the dreamstation 2 device's humidifier and heated tube got so hot that it "scorches his throat". The humidifier and heated tube were set at 1. There was no reported medical intervention. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. The device has not yet been returned to the manufacturer for evaluation. A final report will be submitted once the investigation is complete.